Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead had moved to the left atrium due to a patent foramen ovale, this was noted as the patient was having a device upgrade from pacemaker to implantable cardioverter defibrillator. The physician relocated this lead into the right atrium but he was not satisfied with the numbers as high capture thresholds measurements were shown, so it was explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Eventually the product returned, the results of the analysis were added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism a retracted position. Dried blood/body fluid was noted in the helix housing and tissue entwined in the helix. Setscrew marks were in the correct location on the terminal pin. This lead passed continuity testing and hipot testing, indicating intact conductors and no electrical shorts between them. Visual inspection revealed no abnormalities. The lead tip appears intact and undamaged. Laboratory analysis was unable to confirm the reported allegations of high capture thresholds and dislodgement, based on normal lead resistance measurements, a passing hipot test, inspection that showed no conductor issues and evidence from the field and product analysis that were insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial lead had moved to the left atrium due to a patent foramen ovale, this was noted as the patient was having a device upgrade from pacemaker to implantable cardioverter defibrillator. The physician relocated this lead into the right atrium but he was not satisfied with the numbers as high capture thresholds measurements were shown. This lead was then explanted, replaced and eventually returned for analysis. No additional adverse patient effects were reported.